Event description:
On 03/04/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device and an ar-6410 main pump tubing had an issue. The dw pump was being used for an acl reconstruction on (B)(6) 2022. Set pressure was 50 mmhg and the pump was positioned at surgical table height. Surgeon technique had a small inflow cannula placed in a suprapatellar portal with the tubing connected. During the early part of the procedure, the rep noticed the pump flow rate was higher than expected. He cautioned the surgeon to check all connections, and the procedure continued. Shortly after, the surgeon noticed abnormal swelling in the patient's thigh. The procedure was cancelled by the surgeon to avoid any patient harm and the surgeon closed the portal sites. To troubleshoot, the tubing connections were verified during the case. The following day, the pump was tested with new tubing for proper operation. Everything seemed to be working correctly at that point. Additional information was requested. On 03/07/2022, the sales representative stated the following via phone: he spoke to the director of surgery on 03/04/2022 for a follow up, and was told that the patient was monitored after the surgery, the fluid subsided naturally, no excess fluid removal was necessary and the patient was discharged on (B)(6) 2022 with no harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.